Event description:
The patient broke with wrists and variax plates were used for each wrist. There is no problem with the patient's right wrist. The screw was inserted into the ulnae distal side of the plate hole on 08/11. Surgery was to treat a fracture of the left distal radius. The surgeon set the plate at the distal end and inserted the locking screw into the hole which was drilled with the angled drill guide. On 08/17, it was found that the screw was loose, moved to proximal side, and backed out. The ulnae side of the bone fragment moved to proximal side.

Manufacturer narrative:
Investigation in process, but not yet complete.